Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that is "broken" was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that diagnostic failure code 199:xxx, found as an ancillary condition, confirms the reported condition. The root cause of this condition was determined to be depleted main batteries. The main batteries and harness were replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.03.00. A device history review revealed no abnormalities were found during manufacturing. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "broken." It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.